Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint was found: claim# (B)(4) initial lens. Claim# (B)(4).

Event description:
The reporter indicated that a replacement 13.7mm vicmo 13.7 implantable collamer lens of a -18.0 diopter tore/broke during loading.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).